Event description:
The pt had a cerclage performed in 2002. At 27 weeks, the pt's cervix opened and the membrane ruptured. A perinatologist examined the pt and reported that he can't find the stitch. Physician believes the stitch broke. The pt was still in the hosp and has not delivered at the time this report was received.